Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that at the (B)(6) 2017 scs ipg implant procedure the external devices connected with the ipg in post-operative recovery. When programming the ipg, the external devices could not communicate after multiple troubleshooting attempts. As a result, patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information received that surgical intervention was undertaken on (B)(6) 2017, where in the scs ipg was explanted and replaced with another model and therapy was restored post-operatively.